Manufacturer narrative:
Report date: 15jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a proximal pressure sensor autozero failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The reported issue was found while the customer was performing periodic maintenance (pm) service. Code 110a was in the significate log. The customer contacted a philips remote service engineer (rse) to provide additional assistance. The rse instructed the customer to check the pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba). Next, to replace solenoid 3 and 4, then the da pcba per service manual. No additional information could be attained from the customer per the repair. Multiple contact attempts were not answered. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use at the time of the event and does not present a potential risk of patient harm or injury. Based on this information, this complaint no longer meets regulatory reporting criteria.